Manufacturer narrative:
(B)(4). The MFR is reviewing the design history file and the lot and mfg records for this product. In addition, the MFR has made visits to this facility to observe the clinical practice and collect additional info that will be helpful to the investigation. The investigation is ongoing and a root cause has not yet been determined at this time.

Event description:
A report has been rec'd from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while a pt was receiving hemodialysis treatment when the nurse noticed that the arterial line was kinked at the cuvette at the bvm output. Although there was pt involvement, there was no injury to the pt and no medical intervention required.